Event description:
The report received from the study, by pt phone contact during follow-up at the three-year period stated, the pt had been hospitalized approx seventeen months after the index procedure for a re-percutaneous coronary intervention (re-pci). The pt had a cypher stent implanted during the study/index procedure. No additional info is available at this time. No relationship of the event to the device/procedure was available. The event outcome was unk.

Manufacturer narrative:
The target lesion for the index procedure was the mid left anterior descending (lad) . The lesion was reported to be: 3.0 mm vessel diameter, 18 mm length, a total occlusion, smooth, a moderately tortuous proximal segment, concentric, and type b2. The lesion was pre-dilated with 3.0 x 20 mm balloon at 14 atm. A cypher 3.0 x 28 mm stent was implanted at 18 atm. A satisfactory result was obtained. The flow pre-procedure was timi 0 and post-procedure timi 3. There was no reported procedural complication. Pre-procedure cardiac enzymes were not provided. The post-procedure cardiac enzymes were elevated. The pt was discharged eight days after the procedure with no angina. Phone contact with the pt in follow-up through one-year noted that the pt had no angina and was continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.